Event description:
Customer reported system would not produce images or x-rays. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge service representative evaluated the system and replaced the x-ray tube. System operates as intended.